Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer slept through multiple low battery alerts/alarm. Subsequently, pump shut off. Customer alleged there was an issue with the pump battery. Customer's blood glucose was 324 mg/dl. Tandem technical support reviewed pump data and found that battery gauge was fluctuating resulting in the pump shut off. After charging, pump battery power increased as expected and customer resumed pump therapy.